Event description:
The customer reported system messages displayed during set up. The cases were cancelled. Multiple attempts were made for more information on the event and pt status with no response to date. The pt impact is unk.

Manufacturer narrative:
The company service rep examined the system and confirmed the system messages reported. The pressure vacuum manifold was replaced. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).